Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, three openings on anterior, and wear abrasion. A microscopic analysis was performed which identified: three striated openings on anterior. Based on the device analysis the final assessment is: three striated openings on anterior assessed as surgical damage. Additional, changed, and/or corrected data: d1, d4, d9, g1, h3, h4, h6.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted.